Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: during investigation, the pump was unresponsive; there were no audible tones or vibration alerts functioning and the display was blank. A visual inspection of the pump revealed a battery compartment crack. The battery cap was able to fully tighten to the pump. The pump case was opened and there was evidence of moisture damage on the transceiver board. When the transceiver board was detached, the pump powered on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.